Event description:
The patient reported their blood glucose (bg) level reached 20 mmol/l (360 mg/dl), while wearing the pod between 37 and 48 hours. They administered multiple boluses. However, the bg levels did not lower. When removed from the infusion site (arm), the pod's cannula was observed to be bent. As treatment, the pod was removed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.